Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for complex regional pain syndrome (crps) type I and spinal pain. It was reported that the patient fell down the stairs after having a cancerous tumor removed off of her foot and ended up severing her lead wires. It was noted that it was an unrelated medical procedure and the patient's other medical history also included bone cancer. Steps taken to resolve the event included the patient having had a lead removal surgery in (B)(6) 2015. The patient had plans to get new leads implanted in (B)(6) 2015, however the physician ended up passing away. The patient had not had new leads implanted yet. She currently only had the implantable neurostimulator (ins) implanted with no leads. No symptoms reported. The patient was referred to a new physician. Further follow-up is being conducted to determine if the patient had notified the physician about the issues and if the issue had been resolved. If additional information is received, a follow-up report will be sent.